Manufacturer narrative:
Batch review performed on 24 may 2022. Lot 2113124: (B)(4) items manufactured and released on 04-nov-2021. Expiration date: 2026-10-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional item involved in the event, batch review performed on 24 may 2022: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot. 2114370. Lot 2114370: (B)(4) items manufactured and released on 05-jan-2022. Expiration date: 2026-12-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At 15 days after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.